Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a 22mm watchman laa closure device & delivery system (wds) was implanted. Transesophageal echo prior to procedure showed a severe smoke-like echo. The implant met release criteria and was successful. Warfarin and aspirin were administered until 45 days after the procedure. There was no problem noted at the 45 day follow up, so the patient's medication was switched to dual antiplatelet therapy (aspirin and clopidogrel). At the six month follow up, thrombus was confirmed to be attached on the device. The oral medication was switched from dual antiplatelet therapy to warfarin and aspirin, and the condition continues to be observed.